Manufacturer narrative:
Zimvie complaint number (B)(4) zimvie received one (1) int410, (osseotite tapered certain implant 4 x 10mm) for evaluation. Visual evaluation was performed; the returned implant has signs of wear/use. However, no damage or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2019091387. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019091387 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors (i.e. Patient conditions). Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Additional information: doctor confirmed by phone that patient received a punch during a football match, after that patient referred pain and doctor had to remove the implant because of the accident.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor confirmed by phone that patient received a blow, after that patient referred pain and doctor had to remove the implant because of the accident. Implant with immediate loading at tooth site 11.